Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 14-dec-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 23-jun-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of leadless implantable pulse generator (ipg) the patient experienced high blood pressure and their heart rate was elevated. The patient went into a junctional rhythm when access was obtained using ultrasound and their blood pressure decreased. When the patient was stabilised the introducer was inserted under x-ray with no complications. The leadless ipg was inserted and exhibited no capture. The leadless ipg was recaptured and was removed from the patient as the patient required cardiopulmonary resuscitation (CPR). The patients blood pressure was unable to be established and an hour later the patient was pronounced dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s death was unrelated to the ipg.